Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient received a left ventricular assist device (lvad). During the procedure and after completion of the procedure, interrogation of this device was unsuccessful. The device was explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. Additionally, testing confirmed no pacing output. The device case was removed to facilitate inspection and testing of the internal components. Battery voltage measured 0.373 volts, too low to support device function. Further testing noted a high current draw; the analog integrated circuit became hot to the touch. These findings indicate the device suffered electrical overstress damage. The source of the electrical overstress is unknown. The overstress damage resulted in a high current draw which prematurely depleted the battery.